Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this pt presented to the hosp requiring cardiac pacing. The pt was intubated and a right ventricular (rv) lead was placed. Initial lead threshold and r-wave measurements were deemed unacceptable and the lead was repositioned. Following fixation of the lead in its new location, the pt's blood pressure was noted to drop. It was then found the lead had perforated the pt's right ventricle. A pericardial window was performed and a pacemaker implanted. No add'l adverse pt effects were reported. This device remains in svc. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.